Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of the a/w valve squirting water.

Event description:
It was reported to boston scientific corporation that an orca valve was used during preparation for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the preparation, water began squirting out of the air/water button. The procedure was completed via an alternative method. There were no patient complications reported as a result of this event.